Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized for two days due to high blood glucose with blood glucose of 800 mg/dl. The customer's current blood glucose is 376 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. The insulin pump will not be returned for analysis.